Manufacturer narrative:
The device is not expected to return as it was abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (rv) lead exhibited insulation damaged provoked by clavicle crush, patient underwent surgical intervention. No additional adverse patient effects were reported.